Event description:
Report from the us stating that the device had hose damage. The device was not used in surgery. No injuries or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).